Event description:
Following a thoracotomy, the 15 mm thoracoport was removed and noted to be chipped. The chest cavity required surgical search to locate the broken plastic pieces. Two green plastic pieces were found. A second 15 mm thoracoport was found to be chipped as well, only to a much lesser degree. Co was able to duplicate the chipping effect on a clean, unused 15mm thoracoport, with slight percussion, equivalent to typical surgical percussion upon a rib, during insertion.